Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06626, related manufacturer reference number: 2017865-2021-06629. It was reported that the patient presented to the clinic due to discomfort at their generator pocket. Interrogation showed pressure from the leads was causing the patient's implantable cardioverter defibrillator (ICD) to apply excessive pressure on their skin. The pocket was revised on (B)(6) 2021. The patient was stable throughout.